Event description:
During testing, customer reported that the device gave an abnormal defibrillation energy delivery reading when the paddles were fully seated in the paddle wells. The device also delivered incorrect energy amounts using a defibrillator analyzer and logged fault codes that indicated a critical failure. There were no pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported fault codes logged in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.